Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual and microscopic inspection found no damage or irregularity to the device.

Event description:
It was reported that the catheter was fractured. The 80% target lesion was located in the moderately tortuous and moderately calcified heart. A 6f guidezilla catheter-guide extension was selected for use. During the procedure, inside the patient, it was noted that the tip of the catheter was fractured 10cm from the hub. The device was not completely detached, just a kink mark. The procedure was completed with another of the same device. There were no patient complications and the patient was stable post procedure.

Event description:
It was reported that the catheter was fractured. The 80% target lesion was located in the moderately tortuous and moderately calcified heart. A 6f guidezilla catheter-guide extension was selected for use. During the procedure, inside the patient, it was noted that the tip of the catheter was fractured 10cm from the hub. The device was not completely detached, just a kink mark. The procedure was completed with another of the same device. There were no patient complications and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).